Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. There was blood present throughout and blood noted on the outside of the fibers. No visual damage or irregularities were noted on the returned sample. A bubble point leak test was performed on the returned sample. A leak was detected at approximately 270° on the cavity ID end, with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment measuring 0.05 mm in length above the polyurethane (pu) was identified at the leak location on the cavity ID end. An opposing end was identified in close proximity of the fiber fragment. No other damage or irregularities were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred immediately at the start of a patient¿s hemodialysis (hd) treatment. The leak occurred as soon as the blood hit the dialyzer. The blood leak was reported to be internal, and it was confirmed to be visually observed. It was reported that blood was visible in the red hansen line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Upon inspection of the dialyzer, broken fibers were identified. No further evidence of physical damage was observed on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned following the event; estimated blood loss (ebl) was 200 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. It was confirmed that the sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred immediately at the start of a patient¿s hemodialysis (hd) treatment. The leak occurred as soon as the blood hit the dialyzer. The blood leak was reported to be internal, and it was confirmed to be visually observed. It was reported that blood was visible in the red hansen line. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Upon inspection of the dialyzer, broken fibers were identified. No further evidence of physical damage was observed on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned following the event; estimated blood loss (ebl) was 200 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. It was confirmed that the sample was available to be returned for manufacturer evaluation.